Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk was formatted during the service call.

Event description:
The customer reported that the 9800 system had a cine disk not available error message. No pt injury was reported.